Manufacturer narrative:
(B)(4). G2 foreign: netherlands. The surgery logs were provided and reviewed by subject matter expert. The logs are consistent with possible drifting; however, the logs cannot confirm a robotic error occurred. Corrective maintenance was performed by a field servicing engineer (fse). The fse observed the arm drifting and the force torque (ft) sensor cable broken. Fse then replaced the ft sensor cable, performed the robot accuracy test successfully, and completed the rks applicative and final checks. The unit was released for clinical use. Device history record (DHR) was reviewed, and no discrepancies were found. Based on the investigation, the reported event was verified, but the definitive root cause cannot be established with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a robotic error and drifting were experienced during a rosa knee procedure. No additional information is available.